Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: review of primary surgical report provided did not reveal indications that the recommended surgical technique was not followed. Revision surgical report indicated the tibial component was grossly loose and subsided into significant varus. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combinations of the related components. Operative notes from the revision surgery indicate that the articular surface was noted to be worn and loose. The anterior half of the distal lateral femoral condyle was noted to be an osteolytic cavity. The proximal tibia was noted to have a large area of osteolysis medially and some lateral bone loss. Per the nexgen cr-flex and lps-flex package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. The package insert also indicates that wear debris can initiate osteolysis which may result in loosening of the implant. A definitive root cause cannot be determined with the information provided. This device is used for treatment. Review of the device history records for the bone cement and femoral component identified no deviations or anomalies.